Manufacturer narrative:
Additional information in h3 and h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a crack in the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.